Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after approximately five (5) years due to unknown reasons. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal host tissue overgrowth encroached onto the tissue and into the orifice at the inflow and outflow aspects on one (1) leaflet. Additionally, host tissue on the stent circumference was minimal at the inflow and outflow aspects. The sewing ring was cut all around the valve circumference and exposed the wireform at the inflow aspect. Two pledgets remained attached near another leaflet and the x-ray demonstrated an intact wireform. (B)(4). Additional manufacturer narrative through evaluation of the returned device, it was learned that host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve and abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Reference MFR # 2015691-2016-00398.

Event description:
Edwards received additional information that this bioprosthetic aortic heart valve was explanted after five (5) years, six (6) months due to aortic regurgitation. This was excised and a 23mm pericardial valve was implanted without difficulty. Post-operative echo revealed no perivalvular leaks nor aortic insufficiency. There were no complications and the patient was later discharged on pod #6.